Event description:
During the procedure a hemostasis valve leak occurred. The sheath was withdrawn and replaced. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. It should be noted that the date this event was reported was after the product "use by"/"use before" date. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.